Manufacturer narrative:
Samples of complaint items received on 2/22/2010. Eval and testing continues.

Event description:
(B)(4). This report was sent to FDA and not the MFR. MFR received this report on feb 1, 2010 from FDA. (B)(4).